Manufacturer narrative:
Correction: device availability: the device availability was inadvertently documented as 11/12/2017 in the initial report. The date returned to manufacturer was corrected to 11/7/2017. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(6). This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. During repair, it was determined that the reported condition was confirmed. However, the assignable root cause was not determined. If additional information should become available; a supplemental medwatch report will be submitted accordingly.

Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the power module device was not functioning and was defective. It was further determined that the device failed pretest for check motor shaft abrasion and free moving, saw- test, function- test, charging and checking of power module in charger and information button and self-test. It was noted in the service order that the service indicator was red while in use with five other power module devices. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should available, a supplemental medwatch will be submitted accordingly.